Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens vial. Visual inspection found the optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a haptic of a cc4204a intraocular lens, +26.5 diopter, was torn. It was noticed by the scrub technician during loading. No patient contact. Backup lens was implanted.